Manufacturer narrative:
The hill-rom technician found the head siderails were rusty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the head left and right siderails to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head siderails would not latch properly. The bed was located in engineering at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).